Event description:
A review of service data detected a reportable event. Upon servicing battery charger sn (B)(4), the battery charger was experiencing resets. The last pt to use this battery charger did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. Upon investigation, the battery charger was experiencing resets. The cause was corrupt flash programming. The root cause of the corrupt programming was unable to the positively determined. No adverse event resulted from the corrupt programing. The last pt to use this charger did not report any deficiencies.